Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03516. It was reported that burr became stuck on the rotawire. The target lesion was located in the peroneal artery. A 1.50mm peripheral rotalink® plus and a peripheral rotawire¿ were selected for use. During the procedure, when advancing the rotaburr, it was noted that the burr became stuck on the rotawire. The rotaburr and rotawire were removed together from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Event description:
Same case as MDR ID: 2134265-2018-03516. It was reported that burr became stuck on the rotawire. The target lesion was located in the peroneal artery. A 1.50mm peripheral rotalink® plus and a peripheral rotawire¿ were selected for use. During the procedure, when advancing the rotaburr, it was noted that the burr became stuck on the rotawire. The rotaburr and rotawire were removed together from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. Unit returned in the bio-hazard plastic bag with the rotablator plus device for the related complaint. Visual inspection revealed that the body had bent/kinks. The distal tip was stretched. Dimensional inspection revealed that the overall length of the rotawire and the outer diameter (od) of the distal tip could not be measured due to the device condition. The od of middle and proximal section of the rotawire were within specification. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).